Event description:
The customer reported suppressed co2 results with adc high errors and failed co2 calibrations with back to back and range errors. During troubleshooting, the customer discovered a leak from the peri pump or flow cell drain area. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous results were generated or reported.

Manufacturer narrative:
A service visit was not required. The customer contacted bci and stated they resolved the issue by removing and clearing a blockage in the ise waste valve. After removing the blockage, the ise waste drained successfully with no further leaking observed. Upon recur, this failure mode can impact any or all ise chemistries, including critical chemistries.